Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and stained endcap sticker.

Event description:
The wife reported via phone call that the customer received a compromised force sensor system alarm. Customer's blood glucose was 350 mg/dl at the time of incident. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The wife also stated they were unable to exit from the rewind loop. The wife also called back to report the customer's blood glucose was 490 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.